Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to high blood glucose. Customer also had diabetic ketoacidosis and a heart attack in (B)(6) 2015 due to lack of insulin. Customer was in the emergency room and was advised that if blood glucose did not lower or insulin pump could not be replaced, then customer would be hospitalized. Customer states that when insulin pump was put in suspend, and when attempting to resume, insulin pump would be in bolus. Customer also reported that insulin pump experienced three off not power without a low battery warning.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No air bubbles inside the reservoir/tubing or motor error alarms were noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms. The pump was monitored for 24 hours and no unexpected auto off alarm was noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.